Event description:
Patient was revised with hip dislocation and was out for a week so the leg was vary contracted. Surgeon first started by removing dual mobility and putting in a constrained liner tried to reduce a 32 +5 head but with the leg being contracted, it was unable to get the hip reduced , then tried a 32 +1 head and after many attempts. Surgeon finally reduced the hip but cracked the top of the constrained liner, after 30 minutes of removing the constrained liner surgeon went with a 36 +4 10* liner and 36 +8.5 head. Doi: (B)(6) 2022. Dor: unknown. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).